Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 32,800 joules and 5:04 minutes the fiber "rotates in its sheath" was noted. The fiber was exchanged and at 214,049 joules and 15:17 minutes the second fiber was noted to be "broken". The fiber was exchanged and the third fiber was used to complete the procedure. The tips of the failed fibers were not cleaned during the procedure. No patient injury reported this report is for the second fiber.